Event description:
Surgeon reported that the threads of the 4.0 mm cortex screw stripped during insertion, parallel to and not in contact with other hardware. Surgeon noted thread fragment on a post op x-ray and performed removal of thread fragment but let the screw in place.

Manufacturer narrative:
Synthes is unable to determine the manufacturing date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.